Event description:
It was reported that patient came in on (B)(6) 2015 with implantable neurostimulator 3- 4 not working. Impedance checked and showed damaged /fractured lead. The patient was advised to think about lead change in the operation room (or). High lead usage was noted on zero. The cause of the event was determined as not device related. Reprogramming was performed. The patient experienced loss of control of bowel movements, nausea and frequent diarrhea. The patient was to test new setting and if no change in symptom to call and schedule surgery. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0pkjk, implanted: (B)(6) 2015, product type: lead. (B)(4).